Manufacturer narrative:
Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. The main component of the system involved in the reported event; other applicable components are: product ID: 3387, lot# unknown, product type: lead.

Event description:
Ben-haim, s., flatow, v., cheung, t., cho, c., tagliati, m., alterman, r.l. Deep brain stimulation for status dystonicus: a case series and review of the literature. Stereotactic and functional neurosurgery. 2016. 94(4):207-215. Doi: 10.1159/000446191 summary: we present our experience with pallidal deep brain stimulation (dbs) in 5 dyt1-positive patients with status dystonicus (sd) and provide a review of the literature to examine optimal management. Reported events: one (B)(6) female patient underwent bilateral globus pallidus internus (gpi) deep brain stimulation (dbs) implant for treatment of dystonia. Approximately four years later, at the (B)(6), her stimulators were replaced due to bilateral lead fractures. The authors reported that the patients were implanted with either a 7426 soletra, 37602/37603 activa sc, or 37612 activa rc neurostimulators, and model 3387 leads. It was not possible to ascertain any additional specific device information (such as serial numbers) from the article or to match the reported event with any previously reported event. See attached literature article.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.